Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the first overdischarge was confirmed. It was noted that a physician mode recharge (pmr) was not performed, but the patient was scheduled for one on (B)(6) 2014. It was noted that the overdischarge was confirmed with the clinician programmer, patient programmer and recharger. It was noted that the patient had not charged in 6 months. It was noted that the patient was not receiving stimulation at the time of the report. Additional information received reported that a physician mode restart (pmr) was attempted without success. The patient was to be scheduled for a replacement. No date had been set.